Event description:
On 08/25/2009, the patient's mother reported the patient's insulin infusion set tubing is not properly delivering insulin and, starting on (B)(6)/2009, began experiencing elevated blood glucose. The patient's blood glucose ranged from 280-310 mg/dl from (B)(6)/2009 to (B)(6)/2009. She changed the patient's tubing and headset on the night of (B)(6)/2009. She said she disconnected the patient's infusion set tubing from the pigtail and the "insulin barely dripped out." She would program a correction bolus but the patient's blood glucose did not decrease. She stated this has occurred with 3 sets of tubing but she only kept 1 of the tubings. No errors or alerts displayed on the patient's infusion device (competitor product). She stated she changed the patient's tubing on (B)(6)/2009 and primed until she saw the normal amount of insulin drip from the tubing. She gave a correction bolus and the patient's blood glucose decreased to 170 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion set was replaced and requested to be returned for evaluation.